Event description:
Customer reports via phone the room failed during a procedure but would not provide pt info other than to state no pt injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.